Manufacturer narrative:
A ge oec service representative investigated the issue and adjusted the ma limit control to 4.13r/min normal fluoro and 19.03r/min in high level fluoro. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was out of regulatory compliance. System exceeds 20r/min x-ray output limitation.